Manufacturer narrative:
No product will be returned for evaluation as it was discarded by the facility. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the events. It is not known if some procedural factors may have contributed to the events. The device history record review was completed and all manufacturing inspections passed with no non conformances. The instructions for use (IFU) provides the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
It was reported during use that this swan ganz pacing catheter would not capture. The remington disposable cables and medtronic pacer box was changed but this did not resolve the issue. There was no harm to the patient. The device is not available for evaluation as it was discarded by the hospital.